Event description:
It was reported that the pump infused in 24 hours instead of 40 hours. The patient was sent home with the pump and called the next day complaining of a continuous phrenic nerve problem and reported that the pump was totally empty before the expected time of delivery. The pump was discarded. Follow-up with the reporting physician stated that the patient went to the ER due to excess numbness, tingling and shortness of breath. Patient is doing fine.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. The pump was discarded. No determination can be made as to why the pump appeared to infuse quickly. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.